Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope exhibited the coating on the connecting tube was peeled off. (1 mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: due to the breakage of the ultrasonic cable cover, the insulation resistance between the evis connector and the us connector does not meet the standard value. The coating on the connecting tube is peeled off. (1 mm2 or more) due to the wear of the angle wire, the curvature angle in the up direction does not meet the specifications. Scratches are visible in the image due to the destruction of the ccd [charged coupled device] unit. There is corrosion due to leakage in the operation part. The el-connector [electrical connector] has corrosion caused by leakage. The ultrasonic connector has corrosion caused by leakage. Due to the breakage of the ccd unit, the image reproducibility does not meet the standard. Due to the scratch of the acoustic lens (the level of damage; the degree to which the adhesive layer is not exposed), there is sharpness. There is a stickiness in the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The root cause of the suggested phenomenon could not be further presumed from the information obtained for this investigation. As a result of confirming the instructions for use (IFU) instruction manual, the following description about the phenomena was identified: instructions: evis lucera ultrasonic bronchofibervideoscope. Olympus bf type uc260fw. Important information ¿ please read before use. ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.